Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient¿s ipg became depleted due to not charging. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00778 related manufacturer reference number: 3006705815-2024-00779. It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Both of patients leads had high impedances and one of the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg and both leads were explanted and replaced to address the issue.